Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a no delivery alarm during a bolus. The customer's blood glucose reading was 338 mg/dl. The customer performed troubleshooting and found that the alarm was caused by occluded infusion set or reservoir. Customer was advised to monitor the issue and call back if problems persisted. Nothing was replaced or returned.